Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the old device was not working. No leak was found and it was suspected that the pressure regulating balloon was not working. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted. Additional information received indicated that the pressure regulating balloon was not providing the pressure need to keep the patient dry. The patient was leaking and seemed ok following the replacement surgery.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the old device was not working. No leak was found and it was suspected that the pressure regulating balloon was not working. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted.